Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the staples did not close. The staples remained in the anvil and just fell out in their original unformed state after being fired. The tissue was cut but no staple line was placed. The patient endured twice the anesthesia time and 4 extra staplers and supplies were opened. There was bleeding reported in excess of 500cc. Presence of unanticipated tissue loss is unknown due to potential infection rise in the future. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).